Manufacturer narrative:
DHR nothing unusual to report was found during DHR review. A query indicates no additional complaints have been received for this lot number. Investigation returned 2x sealed files and 1x broken file (broken 3mm from the tip). Checked under microscope and found no manufacturing marks or defects. The 2 sealed files were measured using opt (B)(4) (calibration date 2/22/2024) for wire size, d2, and d13 and passed all attributes checked, see attached inspection form. Engineering reviewed the files and observed no abnormalities and recommended monitoring for any future complaints for this lot number. Sealed returned product meets specification.

Event description:
In this event it is reported that proglider rotary glide path files 25 mm length file broke during use. The broken part could not be retrieved and was incorporated into the filling. No injury.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.